Event description:
It was reported that for the asymptomatic patient high, out of range, high voltage lead impedance alerts were noted over a 3-month period. In clinic, all electrical measurements were normal. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.